Event description:
New information noted that the patient presented remotely via merlin.net. Upon review of the transmission, it was reported that the right atrial (ra) lead exhibited inappropriate mode switch due noise oversensing.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial lead exhibited oversensing issue. The right atrial lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.